Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the complainant couldn't figure out how to drain the bag and how to open the white plastic clamp. The complainant was thinking of cutting off the clamp and adding a metal clamp from an old bag. Complainant also stated the instructions for use were terrible.

Event description:
It was reported that the complainant could not figure out how to drain the bag and how to open the white plastic clamp. The complainant was thinking of cutting off the clamp and adding a metal clamp from an old bag. The complainant also stated the instructions for use were terrible.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.